Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture in the battery compartment. The reporter alleged that the patient had a blood glucose level over 250 mg/dl but under 500 mg/dl with no symptoms of hyperglycemia. The alleged blood glucose excursion does not meet the criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.